Event description:
It was reported that while performing an annual ppm, shows that the low-battery alarm was active. The battery was replaced with a brand-new MRI-compatible battery of the same brand and product number. The battery alarm, however, is continuing to sound and display a visual light. Then the battery was replaced with a battery from the second baby pac which was not showing the low battery alarm, so presumably working fine, into the baby pac with the potential fault. The low battery alert continues to be active. There was no patient involvement, no harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good condition. Functional testing confirmed/replicated the complaint. The cause was the main board. The main board will be replaced, and functional testing performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.